Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and is not able to be obtained due to the anonymous nature of the initial reporter. Because the product is unknown, we are unable to provide the unique identifier (UDI), other specific product information, or further information regarding the event.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced an alveolar hemorrhage. Upon waking up from the procedure the patient experienced shortness of breath and coughed up blood. The hemorrhage was confirmed via x-ray and an unknown medical intervention took place and the patient made a full recovery. The physician believes that the complication may have been related to energy delivered during the pfa ablations or that the guidewire used in the case may have gone too deep into the pulmonary vein. The catheter is not expected to be returned as this information was provided anonymously to boston scientific.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and is not able to be obtained due to the anonymous nature of the initial reporter. Because the product is unknown, we are unable to provide the unique identifier (UDI), other specific product information, or further information regarding the event. Correction to the initial MDR in block(s) h6: impact code.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced an alveolar hemorrhage. Upon waking up from the procedure the patient experienced shortness of breath and coughed up blood. The hemorrhage was confirmed via x-ray and an unknown medical intervention took place and the patient made a full recovery. The physician believes that the complication may have been related to energy delivered during the pfa ablations or that the guidewire used in the case may have gone too deep into the pulmonary vein. The catheter is not expected to be returned as this information was provided anonymously to boston scientific.